Event description:
It was reported that this patient presented to the emergency room (ER). Upon review, it was noted that the non-boston scientific right atrial (ra) and right ventricular (rv) lead exhibited noise. Additionally, the patient had syncope and there were ventricular pauses on the monitor. A local representative was called for a device check. At this time, the pacemaker system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency room (ER). Upon review, it was noted that the non-boston scientific right atrial (ra) and right ventricular (rv) lead exhibited noise. Additionally, the patient had syncope and there were ventricular pauses on the monitor. A local representative was called for a device check. At this time, the pacemaker system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this pacemaker was explanted, and the non-boston scientific leads were surgically abandoned and replaced successfully. No additional adverse patient effects were reported.